Manufacturer narrative:
The generator was attached to dummy terminal. There were no error codes stored in memory. Initial testing found the generator functioned normally and within specs. The output powers and the high and low frequency leakage currents were specifically tested and were found to be normal and within specs. During high frequency leakage current testing, in the coag modes, several error codes were generated. Troubleshooting found the output heat sink was shorted he shoulder washer for q7 had been damaged when it had been installed, causing the failure of q7. The resistor assembly on the output heat sink was also damaged, and is a result of the q7 failure. Q7, the shoulder washer and the resistor assembly were placed. The generator continued to display error codes when testing the high frequency leakage currents. Troubleshooting isolated the problem to integrated circuit u6 on the control pc boar. U6 was replaced. The generator was calibrated and functioned normally and within specs. No error codes could be duplicated. The experienced device failures are believed to have been caused by the testing process and are not related to the reported incident. The generator was cycled for two hrs, fully tested and was found to function normally and within specs. The cause of the customer report can not be determined.

Event description:
Procedure: unk. Reportedly, during use the surgeon rec'd a burn. The specifics of which are unk.